Event description:
User reports failing out high on one external proficiency sample for hba1c. The sample initially reported 16.2%. Acceptable survey range 6.6% to 10.0%. The sample was repeated on (B)(6) 2008 and gave 7.7%. No pt samples were reported to be involved in the event. The field service rep determined the cause to be an r1 check test that was out of spec. He replaced valves 16, 17, and 18 on the syringes. Performance checks were performed.